Event description:
The customer alleged they received a questionable cardiac troponin t sensitive (tnts) result for one patient. The patient's initial tnts result was negative. The patient had been complaining of pain for four hours prior to the test. The patient had a troponin t high sensitive test done and the result was 34 pg/ml 5-6 hours after symptoms started. The patient had an EKG performed that was "out of the norm." The patient was sent to the hospital where an acute myocardial infarction was confirmed. On (B)(6) 2013, the patient had a troponin t high sensitive test done and the result was 5888 pg/ml. The patient had an angioplasty successfully performed. There were no adverse events. Retention strips, lot number 28115910, were tested for the investigation. The results of all measurements fulfilled the requirements.

Manufacturer narrative:
The customer returned one used troponin t test strip, lot number 28115911 for investigation. The customer's test strip was visually inspected. The strip did not show any abnormalities.

Manufacturer narrative:
This event occurred in (B)(6).